Event description:
Patient had pain of unknown origin. The surgeon performed an 64/5 tlif on the patient using matrix degenerative and t-pal on (B)(6) 2012. Following this surgery, the patient developed left leg pain and the surgeon decided to extend the construct up to l3 and to perform a tlif at l3/4. He started by removing the locking caps on the patient's left hand. The first cap came off easily, however, the second cap was not loosening as easily. The surgeon turned the handle clockwise and then immediately anti-clockwise, repeating until the cap loosened as the surgical technique suggests and loosened the cap. He then went to loosen the caps on the patient's right hand side where the first cap came off easily using the same instruments. The second locking cap would not loosen easily so the surgeon tried to use the clockwise/anticlockwise technique, however the cap did not loosen. The surgeon finally removed the last locking cap and was then able to proceed to complete the extension as planned. This report is #4 of 10 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.